Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a colon procedure the doctor cut across the colon but the staples wouldn't form. The doctor used suture to resolve the issue. There were no patient consequences reported. No device to be returned, as the hospital will not release the device.